Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that a severe intra-pleural hematoma was noted the day after the implant of this valved conduit. Open chest surgery was performed to confirm and remove the hematoma. The source of the bleeding could not be determined. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.